Manufacturer narrative:
It was later reported that a patient was present. Patient information now provided. Patient weight was not provided by the site.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A software investigation was completed and determined the c-arm was needing of a re-calibration. Software functioning as designed. Corrected result and conclusion codes now provided. As previously reported, the system was re-calibrated to resolve the issue.

Event description:
A site biomed representative reported a surgeon alleged being inaccurate. No further details regarding the concern were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, hardware and instrument areas passed. Hardware test failed: surgeon stated that when using flouronav under spine 2.1 software he was experiencing inaccuracy when placing screws on one side of the spine. One side is accurate opposite side is showing signs of inaccuracy. Resolution was to uninstall spine software, install spine 2.1 software and tools 20 software. Re-calibrated using blue demo spine model, checked for accuracy on both sides of spine. Issue resolved. (B)(4) 2015 - a medtronic representative, following-up at the site, reported being told that one side was perfect and the other side was off regarding the inaccuracy. No further details were provided.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.